Event description:
It was reported that the patient presented to the emergency room with chest pain. The atrial lead was not capturing or sensing appropriately and pain was noted with pacing. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.